Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during meniscal repair the she_2rstck_5.9,30,167cw_ mitek, new piece, sealed from the factory when it is sterilized in an autoclave according to indications validated at IFU, it appears with a black o-ring on the external part of a broken shirt, making impossible to use it. No surgical delay or patient consequence reported. The device is available to be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported by affiliate via complaint submission tool that during meniscal repair the she_2rstck_5.9,30,167cw_ mitek, new piece, sealed from the factory when it is sterilized in an autoclave according to indications validated at IFU, it appears with a black o-ring on the external part of a broken shirt, making impossible to use it. The complaint device was received and evaluated. Visual observations and pictures provided confirm that o-ring was broken. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the fact that the device has seen excessive use and cleaning cycles eventually causing the components to wear over time. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [1538942] number, and no non-conformances were identified at this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there was no surgical delay. It was reported that there was no complication to the patient. It was reported that the case was completed with another like device.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.